Event description:
A customer observed patient sample results associated with the wrong patient demographics for a sample on the vitros eci analyzer. Mis-association of patient demographics and results may lead to inappropriate physician action. The incorrect results were not reported. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that the customer manually assigns sample ids to specific tray/cup positions using the sample programming feature, rather than using the sample bar code scanner. The technician loaded a sample for processing into a tray/cup position for which reflex processed sample programming already existed. The technician did not notice that sample programming already existed for the tray/cup position when attempting to program the current sample. Therefore, the sample was processed using the previous sample's demographic information. The root cause of the event is user error while interacting with the analyzer.